Manufacturer narrative:
A philips field service engineer (fse) stated on (B)(6) 2017 that the customer was misusing the footswitch, unfortunately we cannot investigate this part to confirm. The fse had thrown away the footswitch and he did not have a picture of the defective part. He confirmed that it is the new footswitch model. In our database we could confirm that on (B)(6) 2016 the ground plate was attached to the footswitch, so (B)(4) was installed. A philips product quality & maintenance manager and a philips mechanical engineer evaluated this issue on jul 18, 2017. They could not explain the symptoms described and are not aware of bent middle pedals. The middle pedal has more resistance than the other pedals and with an anti-fatigue mat, the user will experience more resistance due to the elastic properties of this mat. As the defective part was scrapped we cannot do any further investigation.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint in which the customer stated that the footswitch did not work, so acquisition was not possible. No patient harm was reported due to this problem.